Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in (B)(6) 2009. In or around (B)(6) 2009, plaintiff went to discuss permanent contraception with her doctor. Health care professional highly recommended essure as a form of permanent birth control, stating that it was safer, had less recovery time and was just as effective at preventing pregnancy as tubal ligation. She relied on the representations made in the essure brochure and benefits and risks as relayed by her physician in reaching her decision to have the essure procedure. On or about (B)(6) 2009, plaintiff underwent the essure procedure. Subsequent to the procedure, she became pregnant twice resulting in one abortion and one pregnancy (see case (B)(4)). On or about (B)(6) 2015, she went for a follow up appointment with physician and was told that her essure device had migrated and perforated her intestine. Doctor recommended the device to be removed immediately and procedure was performed. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she became pregnant twice resulting in one abortion (seen as spontaneous abortion) and one pregnancy (see case (B)(4)). It was also reported that essure device had migrated and perforated her intestine and device was removed. The events are serious due to their medical importance and only the event abortion is unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding abortion, it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship can be excluded. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, device migration and intestine perforation were diagnosed after 6 years and 3 months of essure insertion. The exact date and the mechanism of both events are not known. A causal relationship between essure and the events cannot be excluded. This case was regarded as incident since device removal was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 05-aug-2016: quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and she became pregnant twice resulting in one abortion (seen as spontaneous abortion) and one pregnancy (see case (B)(4)). It was also reported that essure device had migrated and perforated her intestine and device was removed. The events are serious due to their medical importance and only the event abortion is unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding abortion, it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, a causal relationship can be excluded. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. Due to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, device migration and intestine perforation were diagnosed after 6 years and 3 months of essure insertion. The exact date and the mechanism of both events are not known. A causal relationship between essure and the events cannot be excluded. This case was regarded as incident since device removal was performed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("coil has perforated the uterus"), device breakage ("essure coil which was then removed in two pieces"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("essure device had migrated/ migration of essure device - intestine/essure coils present in pelvis/migrated essure device eroding into small bowel muscularis"), gastrointestinal injury ("essure device perforated her intestine / essure coil imbedded in the small bowel serosa and mesentery"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("abortion") and gastrooesophageal reflux disease ("reflux") in a 28-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2006, (B)(6) 2009, (B)(6) 2015), gallbladder operation in 2009, cervical dysplasia, premature delivery, oligohydramnios, cholecystectomy in 2009 and c-section. She denies specific trauma or over use. Previously administered products included for an unreported indication: depo. Concurrent conditions included condom, genital haemorrhage, menses irregular, gastrooesophageal reflux disease, flu symptoms, sinus pressure, cough, chest tightness, shortness of breath, tender sinus, abdominal pain lower, eye pain, alcohol use and pelvic adhesions. Family history included heart disease, unspecified (maternal grandparent). Concomitant products included anaesthetics (anesthesia), drospirenone + ethinylestradiol (yasmin), fexofenadine hydrochloride (altiva), ibuprofen, intrauterine contraceptive device (iud nos), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), ondansetron (zofran) and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), constipation ("constipation") and nausea ("nausea"). In (B)(6) 2015, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pruritus ("itching") and rash papular ("red bumps"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)/ golf ball sized clots bleeding saturates more than one pad per hour") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vomiting ("vomiting"), alopecia ("hair loss"), urinary tract infection ("uti"), anxiety ("anxiety"), vaginal odour ("foul vaginal odor with vaginal discharge"), back pain ("back pain (varied, stabbing)") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hysterectomy and salpingectomy (bilateral removal of fallopian tubes) and essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, abortion spontaneous, gastrointestinal disorder, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vomiting, constipation, alopecia, urinary tract infection, nausea, migraine, headache, anxiety, vision blurred, pruritus, rash papular, vaginal discharge, vaginal odour and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrointestinal injury, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, rash papular, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred and vomiting to be related to essure. The reporter commented: on the right side 7 coils were noted after release, and the left side 4 coil were. Patient had elective abortion on (B)(6) 2012. The patient tolerated the procedure well. Confirmating the injuries reported in this case, the following one/ones were reported in medical record:device dislocation, device breakage most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, lab data added, events added as follows:- uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, tooth disorder, device breakage, dysmenorrhoea, dyspareunia,fatigue,vomiting, gastrointestinal disorder,constipation, alopecia, urinary tract infection, nausea, migraine, headache, anxiety, vision blurred,pruritus, rash papular, vaginal diacharge, vaginal odour, pelvic pain, back pain, abdominal pain, depression,device monitoring procedure not performed,essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("coil has perforated the uterus"), device breakage ("essure coil which was then removed in two pieces"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("essure device had migrated/ migration of essure device - intestine/essure coils present in pelvis/migrated essure device eroding into small bowel muscularis"), gastrointestinal injury ("essure device perforated her intestine / essure coil imbedded in the small bowel serosa and mesentery"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("abortion") and gastrooesophageal reflux disease ("reflux") in a 28-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2009, (B)(6) 2015), gallbladder operation in 2009, cervical dysplasia, premature delivery, oligohydramnios, cholecystectomy in 2009 and c-section. She denies specific trauma or over use. Previously administered products included for an unreported indication: iud and depo. Concurrent conditions included condom, genital haemorrhage, menses irregular, gastroesophageal reflux, flu symptoms, sinus pressure, cough, chest tightness, shortness of breath, tender sinus, abdominal pain lower, eye pain, alcohol use and pelvic adhesions. Family history included heart disease, unspecified (maternal grandparent). Concomitant products included alprazolam, anaesthetics (anesthesia), docqlace, drospirenone + ethinylestradiol (yasmin), fexofenadine hydrochloride (altiva), ibuprofen, intrauterine contraceptive device (iud nos), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), ondansetron (zofran) and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant), vomiting ("vomiting"), constipation ("constipation") and nausea ("nausea"). In 2010, the patient experienced sensitivity of teeth ("dental problems teeth and gums are sensitive"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and gingival pain ("dental problems teeth and gums are sensitive"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced back pain ("back pain (varied, stabbing)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pruritus ("itching"), rash papular ("red bumps"), the first episode of vaginal discharge ("foul vaginal odor with vaginal discharge") and urinary retention ("unable to urinate"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ golf ball sized clots bleeding saturates more than one pad per hour") and the second episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), urinary tract infection ("uti") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)) and surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, abortion spontaneous, gastrooesophageal reflux disease, vaginal haemorrhage, menorrhagia, sensitivity of teeth, dysmenorrhoea, dyspareunia, fatigue, vomiting, constipation, alopecia, urinary tract infection, nausea, migraine, headache, anxiety, vision blurred, pruritus, rash papular, the last episode of vaginal discharge, back pain, gingival pain and urinary retention outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, gastrooesophageal reflux disease, gingival pain, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, rash papular, sensitivity of teeth, urinary retention, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred, vomiting, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: on the right side 7 coils were noted after release, and the left side 4 coil were. Patient had elective abortion on (B)(6) 2012. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. On (B)(6) 2008 patient underwent transvaginal ultrasound resulted in: living intrauterine pregnancy at 7 weeks, 0 days with estimated date of delivery of (B)(6) 2009. No intrauterine device identified. On (B)(6) 2014 patient had transvaginal ultrasound resulted in living intrauterine singleton. Ultrasound age 6 weeks 5 days. Estimated date of delivery of (B)(6) 2014. There is a thin hypoechoic linear focus extending from the lower endometrium to the anterior surface of the uterus. This could potentially represent an essure coil exit site if the coil has perforated the uterus, as the patient has no history of a prior cesarean section. No uterine leiomyomas are identified. On (B)(6) 2014 patient had us/ob first screen w/nt resulted in living intrauterine pregnancy, ultrasound age 11 weeks 3 days. Estimated date of delivery (B)(6) 2014. Crown rump length 48 mm. Nuchal translucency 1.7 mm. One of the images demonstrates essure closure device on the left. On (B)(6) 2015 patient had x-ray abdomen resulted in iud within the left upper pelvis at approximately the level of the iliac crest. Two essure coils, one within the left lower abdomen /upper pelvis with the other present, closer to the midline at the l4 level. There exact anatomic location cannot be determined with certainty radiographically given the enlarged post partum uterus and expected extension of the uterus and adnexal structures beyond the pelvis. On (B)(6) 2015 patient had abdominal x ray resulted in the pelvis there are bilateral essure devices. These are located at the pelvic sidewalls and would have expected proximally normal position. In the left rower quadrant there is an iud. This is projected far-lateral and is lateral to the left colon overlying the iliac crest. This would be suspicious for intraperitoneal location from uterine transmural. On (B)(6) 2015 patient had surgical pathology report resulted in formalin labeled with the patient's name and "right fallopian tube" is a 7.6 cm in length x 0.5 cm in diameter tan-pink fimbriated fallopian tube. The serosa is smooth and glistening. Sectioning displays a pinpoint stellate lumen lined by an unremarkable mucosa. Three representative cross-sections are submitted in one cassette. B) in formalin labeled with the patient's name and "left fallopian tube" is a 6.9 cm in length x 0.5 cm in diameter tan-pink fimbriated fallopian tube. The serosa is smooth and glistening. Sectioning displays a pinpoint stellate lumen lined by an unremarkable mucosa. Within the specimen container is a 4 cm in length and ranging from 0.1 to less than 0.1 cm in diameter metallic coiled medical device. Soft tissue is not grossly appreciated on the medical device. Three representative cross-sections of the fallopian tube are submitted in one cassette. C) in formalin labeled with the patient's name and "essure coil for gross only" is a 1.5 cm in length x 0.2 cm in diameter gray metallic coiled synthetic medical device with a scant amount of tan-pink attached soft tissue. The specimen is personally examined by mr.. Gross examination only. D) in formalin labeled with the patient's name and mirena iud for gross only" is a 3.1 x 3.5 cm tan white to tan-yellow t-shaped synthetic medical device averaging 0.3 cm in thickness. Extending from the one end are two gray metallic wires averaging 3.1 cm in length x less than 1 cm in diameter consistent with an intrauterine device. Soft tissue is not grossly appreciated. Confirmation the injuries reported in this case, the following one/ones were reported in medical record:device dislocation, device breakage most recent follow-up information incorporated above includes: on 29-may-2018: information from pfs and mr. New events added: dental problems teeth and gums are sensitive, unable to urinate, abnormal pain during pregnancy and delivery/ abnormally painful delivery incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("coil has perforated the uterus"), device breakage ("essure coil which was then removed in two pieces"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("essure device had migrated/ migration of essure device - intestine/essure coils present in pelvis/migrated essure device eroding into small bowel muscularis"), gastrointestinal injury ("essure device perforated her intestine / essure coil imbedded in the small bowel serosa and mesentery"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("abortion") and gastrooesophageal reflux disease ("reflux") in a 28-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2009, (B)(6) 2015), gallbladder operation in 2009, cervical dysplasia, premature delivery, oligohydramnios, cholecystectomy in 2009 and c-section. She denies specific trauma or over use. Previously administered products included for an unreported indication: iud and depo. Concurrent conditions included condom, genital haemorrhage, menses irregular, gastroesophageal reflux, flu symptoms, sinus pressure, cough, chest tightness, shortness of breath, tender sinus, abdominal pain lower, eye pain, alcohol use and pelvic adhesions. Family history included heart disease, unspecified (maternal grandparent). Concomitant products included alprazolam, anaesthetics (anesthesia), docusate sodium, drospirenone + ethinylestradiol (yasmin), fexofenadine hydrochloride (altiva), ibuprofen, intrauterine contraceptive device (iud nos), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), ondansetron (zofran) and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced gastrooesophageal reflux disease (seriousness criterion medically significant), vomiting ("vomiting"), constipation ("constipation") and nausea ("nausea"). In 2010, the patient experienced sensitivity of teeth ("dental problems teeth and gums are sensitive"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and gingival pain ("dental problems teeth and gums are sensitive"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced back pain ("back pain (varied, stabbing)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pruritus ("itching"), rash papular ("red bumps"), the first episode of vaginal discharge ("foul vaginal odor with vaginal discharge") and urinary retention ("unable to urinate"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ golf ball sized clots bleeding saturates more than one pad per hour") and the second episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and anxiety ("anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), urinary tract infection ("uti") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)), surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)) and surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)/surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, gastrointestinal injury, pregnancy with contraceptive device, abortion spontaneous, gastrooesophageal reflux disease, vaginal haemorrhage, menorrhagia, sensitivity of teeth, dysmenorrhoea, dyspareunia, fatigue, vomiting, constipation, alopecia, urinary tract infection, nausea, migraine, headache, anxiety, vision blurred, pruritus, rash papular, the last episode of vaginal discharge, back pain, gingival pain and urinary retention outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, gastrooesophageal reflux disease, gingival pain, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, pruritus, rash papular, sensitivity of teeth, urinary retention, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred, vomiting, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: on the right side 7 coils were noted after release, and the left side 4 coil were. Patient had elective abortion on (B)(6) 2012. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. On (B)(6) 2008 patient underwent transvaginal ultrasound resulted in 1. Living intrauterine pregnancy at 7 weeks, 0 days with estimated date of delivery of (B)(6) 2009. 2. No intrauterine device identified. On (B)(6) 2014 patient had transvaginal ultrasound resulted in 1. Living intrauterine singleton. Ultrasound age 6 weeks 5 days. Estimated date of delivery of (B)(6) 2014. 2. There is a thin hypoechoic linear focus extending from the lower endometrium to the anterior surface of the uterus. This could potentially represent an essure coil exit site if the coil has perforated the uterus, as the patient has no history of a prior cesarean section. 3. No uterine leiomyomas are identified. On (B)(6) 2014 patient had us/ob firstscreen w/nt resulted in 1. Living intrauterine pregnancy, ultrasound age 11 weeks 3 days. Estimated date of delivery (B)(6) 2014. 2. Crown rump length 48 mm. Nuchal translucency 1.7 mm. 3. One of the images demonstrates essure closure device on the left. On (B)(6) 2015 patient had x-ray abdomen resulted in 1. Iud within the left upper pelvis at approximately the level of the iliac crest. 2. Two essure coils, one within the left lower abdomen /upper pelvis with the other present closer to the midline at the l4 level. 3. There exact anatomic location cannot be determined with certainty radiographically given the enlarged post partum uterus and expected extension of the uterus and adnexal structures beyond the pelvis. On (B)(6) 2015 patient had abdominal x ray resulted in the pelvis there are bilateral essure devices. These are located at the pelvic sidewalls and would have expected proximally normal position. In the left rower quadrant there is an iud. This is projected far-lateral and is lateral to the left colon overlying the iliac crest. This would be suspicious for intraperitoneal location from uterine transmural. On (B)(6) 2015 patient had surgical pathology report resulted in formalin labeled with the patient's name and "right fallopian tube" is a 7.6 cm in length x 0.5 cm in diameter tan-pink fimbriated fallopian tube. The serosa is smooth and glistening. Sectioning displays a pinpoint stellate lumen lined by an unremarkable mucosa. Three representative cross-sections are submitted in one cassette. In formalin labeled with the patient's name and "left fallopian tube" is a 6.9 cm in length x 0.5 cm in diameter tan-pink fimbriated fallopian tube. The serosa is smooth and glistening. Sectioning displays a pinpoint stellate lumen lined by an unremarkable mucosa. Within the specimen container is a 4 cm in length and ranging from 0.1 to less than 0.1 cm in diameter metallic coiled medical device. Soft tissue is not grossly appreciated on the medical device. Three representative cross-sections of the fallopian tube are submitted in one cassette. C) in formalin labeled with the patient's name and "essure coil for gross only" is a 1.5 cm in length x 0.2 cm in diameter gray metallic coiled synthetic medical device with a scant amount of tan-pink attached soft tissue. The specimen is personally examined by mr.. Gross examination only. D) in formalin labeled with the patient's name and mirena iud for gross only" is a 3.1 x 3.5 cm tan white to tan-yellow t-shaped synthetic medical device averaging 0.3 cm in thickness. Extending from the one end are two gray metallic wires averaging 3.1 cm in length x less than 1 cm in diameter consistent with an intrauterine device. Soft tissue is not grossly appreciated. Confirming the injuries reported in this case, the following one/ones were reported in medical record:device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.